Event description:
It was reported that during blood draw with bd preset¿ eclipse¿ th e needle was discovered to be clogged. Needle was replaced there was no other patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the nurse was taking arterial blood collection for the patient, she found that the arterial blood collection needle was clogged , and immediately replaced the arterial blood collection device without causing any harm to the patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to clogged cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.